Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention by paramedics due to hypoglycemia. The blood glucose reading started at 145 mg/dl and dropped to 45 mg/dl. The customer stated that he had been visiting his friend's house when he got food poisoning. He complained of vomiting and was unable to hold anything in his stomach when he arrived at home. The customer's wife called paramedics, and the customer was treated with an intravenous drip and glucagon. The customer noted that the insulin pump had previously alarmed a motor error, and this insulin pump had already been replaced. No further assistance was needed. Nothing further reported.